Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer used the pump to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged pump under delivery. Troubleshooting was completed and the pump passed a displacement and a high pressure test. The customer was having frequent auto mode exits since they got the pump. The insulin pump will be and reservoir will not be returned for analysis.